Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression;moderate tortuosity and moderate calcification). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, moderate tortuosity and moderate calcification).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant was not reported. Currently, the aneurysm is 7 cm in diameter, the vessel have moderate tortuosity and moderate calcification. It was reported that the patient was in for a routine follow up. It was noted that bifurcated stent graft has migrated into the aneurysm sac with type I endoleak. The patient was treated with a talent converted, two occluder devices and fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.